Event description:
Customer reported obtaining back to back blood glucose results of 97 mg/dl and 223 mg/dl on the advantage system. No controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.